Event description:
A hospital nurse reported that a pt's stone could not be crushed or released from the disposable lithocrush retrieval basket. There were no post-procedural complications associated with this incident.